Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0352967, medical device expiration date: 2022-06-30, device manufacture date: 2020-12-17. Medical device lot #: 0167210, medical device expiration date: 2021-12-31, device manufacture date:2020-06-15." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes, the device experienced stopper popping out of the tube. This event occurred 2300 times. The following information was provided by the initial reporter. The customer stated: in the emergency department, when taking blood samples from the catheter, the stopper comes off when the tube is pulled out of the holder. This leads to blood contamination of the nursing staff and patient. Also, the stopper can be easily detached from the tube when the tube is empty. This is the second time in a few weeks that this has happened.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06. Investigation summary : bd received 10 samples from lots 0352967 and 0167210 and no photos were returned by the customer in support of this complaint. All samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes, the device experienced stopper popping out of the tube. This event occurred 2300 times. The following information was provided by the initial reporter. The customer stated: in the emergency department, when taking blood samples from the catheter, the stopper comes off when the tube is pulled out of the holder. This leads to blood contamination of the nursing staff and patient. Also, the stopper can be easily detached from the tube when the tube is empty. This is the second time in a few weeks that this has happened.